Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of cloudy od effluent and abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy (details unknown) intra-peritoneal (ip). On (B)(6) 2025, the patient was discharged from the hospital continuing antibiotic therapy with ip vancomycin and ceftazidime (dosing not provided). The nurse stated the patient is recovering and continues pd with the same cycler. The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient's pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of cloudy od effluent and abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy (details unknown) intra-peritoneal (ip). On (B)(6) 2025, the patient was discharged from the hospital continuing antibiotic therapy with ip vancomycin and ceftazidime (dosing not provided). The nurse stated the patient is recovering and continues pd with the same cycler. The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient's peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/fresenius cassette malfunction or product deficiency was associated with this event.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of cloudy od effluent and abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy (details unknown) intra-peritoneal (ip). On (B)(6) 2025, the patient was discharged from the hospital continuing antibiotic therapy with ip vancomycin and ceftazidime (dosing not provided). The nurse stated the patient is recovering and continues pd with the same cycler. The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.